Event description:
In 2008, the patient reported that twice in the past 2 weeks she was admitted to the hospital for elevated blood glucose of over 500 mg/dl. She stated that she experienced extreme dehydration and vomiting associated with elevated blood glucose along with extreme thirst and frequent urination. She stated that she received occlusion (e4) errors during this time period. During the first incident, the patient was hospitalized for 2.5 days and treated with an IV drip. She was disconnected from her infusion device and her blood glucose returned to normal after a half day. The patient reconnected to the infusion device and was released from the hospital. Her blood glucose remained within normal range (100-200 mg/dl) for 1 week and on four days earlier, her blood glucose elevated to over 500 mg/dl and she was admitted to the hospital. She was treated with an IV drip and her blood glucose returned to normal within 1.5 days. Her blood glucose measured 120 mg/dl and she reconnected to the infusion device. Within 3 hours her blood glucose elevated to 490 mg/dl and she received an e4 error. She then switched to her backup device using the same accessories as with the primary infusion device, and her blood glucose remained normal. She stated that she received one e4 error while using the backup infusion device and she changed the infusion site and had no further issues. The patient believes elevated blood glucose was caused by her infusion device. She was educated on scar tissue and advised to speak to her physician. She was sent information on infusion site management and an infusion set insertion device. Upon follow up on five days after the original date, the patient stated that she has discontinued infusion device therapy to allow scar tissue to heal. The infusion device was replaced and requested to returned for evaluation.